Event description:
Medtronic received information that this 29mm mitral bioprosthetic valve had a broken cinch string when removed from the jar. No patient involvement was reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve the valve holder was attached to the valve with three suture tips exposed. The sutures were pulled out slightly after the outflow view was taken. Per mosaic instructions for use, ¿the cinch mitral holder, shown in a nondeflated state, is considered fully deflected when a gap of 1 to 2 mm exists between any 2 of the 3 stent posts when viewed from the outflow aspect. Warning: do not deflect the stent posts past their fully deflected position.¿ the valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, all tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.